Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received 04/10/2017. Previously she was an unknown dynasty non-revision claim. She has been updated to a right hip dynasty revision claim. Her implant date is (B)(6) 2009 and her revision date is (B)(6)2016.